Event description:
Rptr states that the tibial insert (cat no 6471-5-736) was revised due to wear. The surgeon made two attempts to implant new inserts using cat no 2471-5-709 and cat no 2471-5-711. On both attempts, he discovered that the baseplate locking tab was inadvertently damaged intraoperatively. The surgeon completed the procedure by implanting new baseplate (cat no 6476-5-400), stem extender (cat no 6476-8-250) and tibial insert (cat no 6479-4-315).